Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the cage broke during impaction into hard bone where the space was extremely collapsed. Screws were later inserted to back up the interbody fusion and the screwdrivers stripped during final tightening attempting to back out the screws and adjust the height. No fragments were generated. The cage will stay implanted. The surgeon packed the rest of the space with bone. Procedure was successfully completed with no surgical delay. There was no patient consequences. Concomitant device reported: unknown impaction instruments (part# unknown, lot# unknown, quantity unknown). Unknown insertion instruments (part# unknown, lot# unknown, quantity unknown ). This report is for one (1) moss miami spine system hexlobe driver 5.5 x25 this is report 4 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the x25 final tightener (part # 279712600, lot # gm5369502 ) was received at us cq. Upon visual inspection, it was observed that the distal tip (drive feature) of the device was twisted. The very distal portion of the tips were rounded, almost worn to the core. Due to the worn condition of the tip, device functionality was compromised. The noted issues were consistent as end of life indicators for the device. The complaint was confirmed for the received device. After a visual inspection per guidance provided in windchill document # (B)(4), it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm5369502 was released in two batches. Batch 1: lot qty of units were released on 10 apr 2019 with no discrepancies. Batch 2 : lot qty of units were released on 10 apr 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the x25 final tightener (part # 279712600, lot # gm5369502 ) was received at us cq. Upon visual inspection, it was observed that the distal tip (drive feature) of the device was twisted. The very distal portion of the tips were rounded, almost worn to the core. Due to the worn condition of the tip, device functionality was compromised. The noted issues were consistent as end of life indicators for the device. Conclusion: the complaint was confirmed for the received device. After a visual inspection per guidance provided, it is determined that the reusable instrument is worn from repeated use and servicing. Therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm5369502 was released in two batches. Batch1: lot qty of units were released on 10 apr 2019 with no discrepancies. Batch2 : lot qty of units were released on 10 apr 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch: null. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.